Event description:
In 2002, a power wheelchair user allegedly fell backwards from their wheelchair and was unable to right themself or summon help. Pt's home health aide found them the following morning, and called for an ambulance. It is alleged that pt remained in a coma until 12 days later at which time their respirator was removed. Allegedly, two pieces of hardware broke and allowed the wheelchair back to become dislodged from the wheelchair.